Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella 2.5 device for mechanical circulatory support. While on support, there was significant oozing noted from extracorporeal membrane oxygenation cannula sites, and gastrointestinal bleeding was also noted. The purge solution was switched to bicarbonate with systemic heparin still infusing. Blood was also administered to the patient due to drop in hemoglobin.